Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID d154awg implantable cardioverter defibrillator (ICD)  implanted: 2007-(B)(6), explanted: 2013-(B)(6); product ID 5076 implantable pacing lead implanted: 2007-(B)(6), explanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary # product ID# 694858, a medial portion was received measuring 39 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the patient has (B)(6) and implantable cardioverter defibrillator (ICD) vegetation that was seen on transesphogeal echocardiogram. The device and leads were removed. No further patient complications have been reported as a result of this event.